Event description:
It was reported that the user experienced hyperglycemia after treating a prior low and eating a meal, and called to confirm the pump would correct the elevated glucose; the pump was expected to bring glucose back into range, and no device alarms or alerts were reported. Symptoms included elevated blood glucose up to 201 mg/dl without acute clinical effects. Outcomes included transient impact to glycemic control for approximately one hour, without medical intervention, backup therapy, or ketone testing. Investigation included complaint intake, user counseling on expected pump behavior, and review for device alerts or malfunctions. Investigation of this case revealed no device malfunction or component failure and no identifiable device-related cause, with the event consistent with physiological and behavioral factors following treatment of hypoglycemia and a meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.